Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. This event was reported by a bsc sales rep. The reported healthcare facility is: (B)(6) (B)(4). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail reusable 270um laser fiber was used in a procedure performed on (B)(6) 2021. During the procedure, after first laser activation, the laser fiber was broken. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail reusable 270um laser fiber was used in a procedure performed on (B)(6) 2021. During the procedure, after first laser activation, the laser fiber was broken. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. This event was reported by a bsc sales rep. The reported healthcare facility is: (B)(6) (B)(4). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.